Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the high-resolution stereo viewer (hrsv) image was reversed. The customer stated that the endoscope orientation was 30 degrees down. The tse had the customer check the surgeon side console (ssc) video/endoscope settings and found that the endoscope's orientation was 30 degrees up. The procedure was completing as planned with no reported injury. Isi followed up with the nurse and obtained the following additional information: the inverted image issue did not result in reversed controls. There was no patient injury due to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reset the endoscope¿s orientation on the surgeon side console (ssc) touchpad to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup.